Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 140-150mg/dl fasting. Verified the strips expired 9/14/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 135mg/dl and 120mg/dl not fasting. Reviewed meter memory: (B)(6). Customer is concerned with all results reviewed from the meter memory. Customer states meter is reading lower than her normal.